Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels were provided. The wife of the customer reported that the customer died on (B)(6), 2014. The customer was not wearing the insulin pump at the time of death. The wife of the customer reported that the cause of death was a heart bypass and pulmonary embolism. No additional information was provided.